Manufacturer narrative:
Investigation completed as part of this report.

Event description:
Ecn event description: access and lesion evaluation were done in standard tcar protocol, tcar time out was done and landmarks were identified. The wire was advanced through the lesion a slight buckling was noted and wire was pulled back and readvanced smoothly through the ica to the petrous ridge. Procedure was done 2 stents were placed. 3 minute washout time was followed. Slow flow and petrous ridge was not identified in the completion angio. Ivus was utilized to identify if a dissection was present in the distal ica it was noted to extend into the proximal petrous ridge. An additional 5x 40 cprdis precise stent and 7x30 enroute stent were used to cover the dissection. 2 minute washout was done completion angio show brisk flow to the brain. Patient woke with full movement, and uniform facial response. It was noted that the patient had sever pain in her 'molars' and subsequent CT post procedure showed no bleeding. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? It was noted a flow limiting dissection distal to our lesion into the petrous ridge. What is the next course of action? Two additional stents were needed to resolve the dissection and return flow. Patient present at time of event? Yes. Patient complications: no patient complications.

Event description:
Ecn event description: access and lesion evaluation were done in standard tcar protocol, tcar time out was done and landmarks were identified. The wire was advanced through the lesion a slight buckling was noted and wire was pulled back and readvanced smoothly through the ica to the petrous ridge. Procedure was done 2 stents were placed. 3 minute washout time was followed. Slow flow and petrous ridge was not identified in the completion angio. Ivus was utilized to identify if a dissection was present in the distal ica it was noted to extend into the proximal petrous ridge. An additional 5x 40 cprdis precise stent and 7x30 enroute stent were used to cover the dissection. 2 minute washout was done completion angio show brisk flow to the brain. Patient woke with full movement, and uniform facial response. It was noted that the patient had sever pain in her 'molars' and subsequent CT post procedure showed no bleeding what troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? It was noted a flow limiting dissection distal to our lesion into the petrous ridge what is the next course of action?: two additional stents were needed to resolve the dissection and return flow patient present at time of event? Yes, patient complications: no patient complications.

Manufacturer narrative:
Investigation underway as part of this complaint.